Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt had decreased vision and cystoid macular edema. The pt was treated with a medication which improved the vision and edema. The surgeon indicated the iol was related to the event. Additional info has been requested.